Event description:
The plaintiff (guardian of the estate and person of the pt, a disabled adult) alleges that the pt suffers from hydrocephalus and has been hospitalized and received surgical and out-pt medical care from multiple health care facilities. The plaintiff alleges that the pt's numerous surgeries and repeated medical care exposed the pt to antigenic natural latex proteins in latex gloves, and that in 1998 the pt, following a rast test, was diagnosed by dr as being allergic to latex. The plaintiff further alleges that the pt has become sensitized to latex, and is now subjected to increased health risks. Furthermore it is alleged that the pt is subject to an increased risk of anaphylactic reactions to latex products. Finally it is alleged that the pt has suffered substantial injury, fear, physical/mental pain and suffering an anguish, incurred medical bills in the past and reasonably certain to incur medical bills in the future.